Event description:
On 5/29/86 an aus device was implanted. On 7/15/86 the cuff was revised. On 2/11/97 the balloon and pump were removed from the pt and replaced due to fluid loss and recurring incontinence.